Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to urgent care due to meter result. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 17-jul-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she has not yet used the replacement products and would contact manufacturer to follow-up.

Event description:
Consumer reported complaint she had obtained the result of 98 mg/dl 3 days in a row am fasting; customer is not concerned about the reading being high or low, she is concerned because she got same reading. The customer feels well and did not report any symptoms. Customer stated she had gone to urgent care to have them check the meter; they checked customer's blood glucose with their meter and the result was 101 mg/dl. Customer did not receive any medical treatment. Customer doesn't recall the date of the urgent care visit and if that was same day of her last reading with the true metrix air. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 09/30/2026 and open vial date was not provided. The meter memory was reviewed for previous test result history (only 2 results): result 1: 98mg/dl, date: (B)(6), time: 11:41am fasting, result : 98mg/dl , date: (B)(6), time: 11:28am fasting.